Manufacturer narrative:
Awaiting requested device for repair and failure investigation.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) has a black screen even after resetting it. The hd cable from the bad monitor was used with a known working monitor and pt beds were then displayed on the screen. Then that cable was placed back on monitor that had a black screen, and it remained black.